Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (10 mg/ml at 3.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a decrease in pain relief. A dye study was attempted, and they were unable to aspirate. The catheter tip was at t10. The patient was referred for a catheter revision. The surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.